Event description:
The left ventricular (lv) lead was returned to the manufacturer with no information after being explanted. The lead was analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is based solely on device return and analysis. No information suggests a device-related adverse event or product problem was received. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product evaluation summary: the full lead was returned in segments, analyzed and the distal conductor had a flex fracture. It was noted that the outer insulation had cosmetic melting, cosmetic depression, and cosmetic environmental stress cracking. Also, the outer insulation was breached from being melted and cut. The distal conductor had blood (not obstructed) and was pulled/stretched/overstressed. Concomitant product: 5076 implantable pacing lead (B)(6) 2004; 6947 implantable tachy lead (B)(6) 2004. (B)(4).

Event description:
Follow up with the clinic determined the lead had been explanted due to infection.